Manufacturer narrative:
Product event summary: analysis could not confirm or reproduce oversensing/noise on both atrial and right ventricular channels; analyzer patient connection was physically ok and the analyzer passes all console and systems tests.

Event description:
It was reported there was oversensing/noise on both atrial and right ventricular channels; does not improve changing test cables. The analyzer was returned for repair. There was no patient involvement.